Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced no delivery alarms, and went to the hospital. Troubleshooting was performed, and the insulin pump continued to alarm no delivery. The doctor checked the customer's insertion sites, and they appeared fine. Nothing further was reported.